Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) replaced the upper display cover which had been damaged. The unit passed all functional and safety tests and was returned to customer. The following investigation was performed by failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received part number 0160-00-0127 with a reported unit failure of physical abuse of the top display and only 50% of the image showing. The fat performed a visual inspection and found the part to have physical damage to the display and black marks clearly evident. Fat was able to verify the reported issue of the damage. Will not be sending the display to the supplier due to the damage being evident. Retaining the part in the failure analysis and testing department per procedure .

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit has a damaged upper display. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.